Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulse field ablation, a farawave catheter was selected for use. During preparation, a water leak was noted, and an energization failure was suspected. Thus, the catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. Continuity electrical testing and ablation testing was successful. Flushing through the irrigation port was tested. No obstruction was observed, and irrigation was functional in all catheter deployment states. The reported event was not confirmed via product analysis.

Event description:
It was reported that during preparation for a pulse field ablation, a farawave catheter was selected for use. During preparation, a water leak was noted, and an energization failure was suspected. Thus, the catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter was returned for analysis.